Event description:
The customer reported that the system displayed connection failure errors and was unable to perform fluoroscopy. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The gpos battery was evaluated and replaced. The system was tested and found to be working as intended and returned to service.